Event description:
It was reported that the patient received inappropriate anti-tachycardia therapy (atp) from their implantable cardioverter defibrillator due to noise over-sensing. No intervention was performed. There were no patient consequences.